Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott customer technical advocate (cta) advised the customer to inspect the bubble mix tubing, clean the pre-mix cup, and perform the supplemental aperture cleaning and sample syringe cleaning. During the pre-mix cup cleaning, the tubing connection at the bottom broke and field service was dispatched to replace it. The field service representative (fsr) replaced the pre-mix cup and the rbc transducer. The fsr verified the voltage and gains, and verified the instrument was performing within specifications. All discrepant data generated for the patient in question generated flags indicating results were outside the operator-entered limits. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified for the cell-dyn 1800 related to the reported issue.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted when the investigation is complete.

Event description:
A cell-dyn 1800 analyzer generated discrepant hemoglobin results for one patient sample. Hemoglobin results of 2.4 g/dl, 8.9 g/dl, 4.7 g/dl and 15.1 g/dl were generated. The customer believes the correct result to be 15.1 g/dl. The discrepant hemoglobin results were not reported outside the laboratory and there was no adverse impact to patient management reported.